Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Device evaluated by MFR: at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the 3100a ventilator failed while connected to a patient. The customer stated that the device started making an unusual noise and then a burning smell was noticed. The patient was quickly removed from the device and placed on another 3100a ventilator. The customer confirmed that there was n patient harm associated with the reported event.